Event description:
It was reported that during a procedure involving the sphere-9 mapping and ablation catheter, there was a transient st elevation observed. The st elevation was noted at the cavotricuspid isthmus (cti) ablation site. Intravenous nitroglycerin at a dose of 0.4 mg was administered as a medical intervention. It was also reported that a coronary artery spasm occurred. At discharge, a discrete st elevation was still present. The case was completed. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that st elevation occurred "eight minutes after cti ablation the st elevation was seen. After three minutes the elevation was nearly resolved"